Event description:
The device was being used, during routine training, with a 3-lead ECG cable when, according to the reporter, the device alarmed "attach defib cable" then began charging by itself.

Manufacturer narrative:
D9: no. H3: not returned to MFR in an evaluation of the device by the sponsoring hosp biomedical department, proper operation was observed. An offer of service by physio-control was declined by the facility. The unit was returned to the facility for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.